Event description:
Patient was injected in the upper lip area with 1 cc of restylane l by board-certified plastic surgeon, (B)(6) on (B)(6) 2014. In (B)(6) 2015, patient informed the doctor that she has experienced symptoms, including sinus discomfort, headaches and cold-type symptoms, since the injection in (B)(6) 2014. The patient attributes these symptoms to that injection. Route: subcutaneous. Date of use: one-time treatment. Diagnosis or reason for use: cosmetic.